Event description:
A consumer reported there was an incident about 2-3 months ago where "something happened" and "something wasn't right" with his therapy. He turned his stimulation on and then it went off, on, off, etc., and ever since, he was getting stimulation in the wrong locations/positions. Information received from a manufacturer representative reported meeting with the consumer, impedances were checked, and found to be within normal limits. The on/off issue seemed to be due to the orientation of the battery. The representative checked the orientation in the upright position and the battery picked up that it was in a supine position. The orientation was reset, which seemed to help, and the electrodes reprogrammed to get better coverage in the back. The patient was satisfied. Indication for use included spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.